Event description:
The complaint filed by the pt's guardian stated that "...an operative diagnostic procedure on her uterus... (Pt) experienced hypoxia and an arrest causing her to suffer severe and permanent brain damage."